Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1923bch, pushlock®, batch 15349271, was received for evaluation. - upon visual inspection, it was noted that the device was returned without the anchor. - functional testing could not be performed due to the damage to the tip. - the most likely cause for the reported failure can be attributed to is misuse due to misaligned insertion and prying/leveraging the device during use. - the complaint allegation is confirmed. - refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip surgery the tip of 5 anchors ar-2923bch (lot: 15349271) broke off during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.